Event description:
The facility reports the hoist had been lifted high with the patient in it to be able to turn the hoist. The hoist was turned toward the pool and the attendant began lowering the chair. The turning cord did not connect and the chair dropped.